Event description:
It was reported that during laparoscopic surgery for an ovarian cyst, the surgical team noticed that the karl storz robi bipolar laparoscopic grasping forceps began to heat up abnormally and turned bright red, emitting smoke from the jaws' holding shaft when the scalpel was activated. The problem was detected in the patient's abdomen and reproduced outside the abdomen on the surgical field. The forceps were repaired and used with the correct program (specific program for robi handles) on the erbe vio3 sn (B)(6) scalpel, connected to the bipolar - bi socket. It was confirmed that there was no harm caused to the patient, practitioner or a third party. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).